Manufacturer narrative:
It was reported that a male patient underwent a non-ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool sf nav (sf) catheter and suffered a cardiac tamponade which required pericardiocentesis and surgical intervention. The biosense webster inc. Product analysis lab received the device for evaluation. The investigational analysis completed 1/20/2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature, and force features were tested. No issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. No code available was used section to represent surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent a non-ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool sf nav (sf) catheter and suffered a cardiac tamponade which required pericardiocentesis and surgical intervention. The procedure was for monomorphic premature ventricular contractions (pvc) in the right ventricular outflow tract. A local activation time map was created. After defining the earliest location of the pvc, ablation was started. Ablation was performed with 30w, then with 40w. After the ablation was stopped by the physician, he noticed a drop in the blood pressure of the patient. Immediately, an ultrasound was performed, and a cardiac tamponade was noted. The electrophysiological procedure was stopped to stabilize the patient. Pericardiocentesis was performed and sternotomy. Patient was transferred to the intensive care unit and required extended hospitalization. The exact time of injury is unknown. However it is believed to have either happened during the mapping or ablation phase. No transseptal puncture was performed. The catheter was used according to the instructions for use. Generator settings were set for impedance cutoff at 250 ohms, temperature cutoff 90°c, pre radiofrequency (rf) time 1s, post radio frequency time 3s, flow rate during ablation 30 ml/min when greater than 30w. Manual ablation points were used. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
During an internal review on (B)(6) 2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with (B)(6) 2022 and section h4 manufacture date has been updated with (B)(6) 2019. Manufacture reference no: (B)(4).